Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified bd vacutainer® ultratouch¿ push button blood collection set had difficulty when activating the safety feature. The following information was provided by the initial reporter: translated to english. It is reported product is "easily accidentally pushed while performing blood draw. The push button is easily accidentally pushed while performing the blood draw, making them less efficient for blood draws. Which means more harm to the patient, less cost efficient and more medical waste."